Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-08-07 reporting that their weight at the time of the event was (B)(6). In order to resolve the ins moving to a lower position after weight loss the patient had gained weight. The patient was able to recharger the battery. It was reported that the battery was going to be replaced. Per the patient, they were in contact with their pain specialist health care professional (hcp) and was under their care. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that since the patient lost a lot of weight the implant had moved. The implant was lower on their hip now and it pushed on a bone which caused discomfort. This started a few weeks ago in 2017. It was reported that the patient had been trying to charge the implant in (B)(6) 2017 when the power on reset (por) error was seen. Therapy had stopped due to the por. Per the patient, they did not use the implant often but kept it charged and would use it occasionally. This past weekend they tried to charge but only saw the information por screen. The patient reported that they did not have a patient programmer but did have the implantable neurostimulator recharger (insr). The patient did not have a managing health care professional (hcp) at this time. No further complications were reported.